Event description:
The customer reported a false nonreactive alinity I hbsag result on a patient. Results provided: alinity I hbsag = < 0.05 iu/ml, hbsag lumipulse = 28 iu/ml (positive), anti-hbs = negative, hbcab = 8 s/co; previous results in april: alinity I hbsag = 5.8 iu/ml, hbcab = 8 / 8 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
The complaint investigation was performed for a false nonreactive result with the alinity I hbsag assay (lot# unknown) which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the alinity I hbsag assay was identified.